Event description:
Drive medical has received an attorney complaint about an incident involving a rollator allegedly imported and distributed by drive medical. Claimant's attorney stated that the claimant was using the rollator when it collapsed causing her to fracture left tibiofibular, distal third. This MDR report is based on the info provided by claimant's attorney.